Event description:
A malfunction on a pump was reported by the caller, but no notable events occurred prior to the issue, and there was no adverse impact on the customer's blood glucose level. A software error was identified, and the malfunction code was resettable. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. Customer may continue to use the pump.